Event description:
It was reported that "after the power outage in the hospital, the equipment could not start up normally, and it was detected as an I internal battery failure". The battery failure was found prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after the power outage in the hospital, the equipment could not start up normally, and it was detected as an I nternal battery failure". The battery failure was found prior to use. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "the equipment could not start up normally" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.